Event description:
It was reported that a broken instrument which they said snapped whilst inserting a screw. They were inserting a 2.3mm screw into the distal holes of the aculoc2 plate when the driver tip snapped off. No delay in surgery and no adverse patient consequences reported.

Manufacturer narrative:
Device evaluation is pending return of device. A follow up report will be submitted upon completion of the investigation.